Manufacturer narrative:
Corrosion was found and cleaned from the handle and slide switch.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the safety switch was jammed, creating the potential for unintended activation if the device is stuck in a position other than "safe." No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the safety switch was jammed, creating the potential for unintended activation if the device is stuck in a position other than "safe." No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.